Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2005 due to symptomatic rectocele, cystocele, vaginal vault prolapsed, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, symptomatic,cystocele, rectocele and vault prolapse. On (B)(6) 2009, it was reported that the patient underwent a previous hysterectomy and bladder suspension in the past.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystocele repair, rectocele repair, vaginal vault suspension, and cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystocele repair, rectocele repair, vaginal vault suspension, and cystoscopy.